Manufacturer narrative:
This device is expected but has not yet been returned by the customer. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states "when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. A review of the complaint database revealed similar complaints of 8345 alarms either sending signal to sound when they shouldn¿t or not sending signal when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is damage to the nurse call receptacle. Damage can cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage, are also a possibility. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer states that the unit's nurse call feature will not work. It will tone and sound with a sensor but will not notify the nurse call system. The date the issue was discovered is unknown and no patient incident or injury was reported.